Event description:
The patient reported pump reservoir discrepancies. The patient stated, that after the pump was refilled/reprogrammed, they would "return for a refill and the pump would be full." The patient had complaints of pain. The pump was explanted and replaced after 64 months implant duration. No device troubleshooting was performed prior to explant. The drug contained in the patient's pump was morphine (50 mg/ml) and clonidine (200 mcg/ml) delivered at 12 mg/day. The patient recovered without sequela. Additional information has been requested from the hcp, but was not available at the time of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is complete.